Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7085798.

Event description:
It was reported that leads of the patient had migrated. The patient underwent lead replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.